Manufacturer narrative:
Two opened and used sensors were inspected and one was found with a needle bent inside the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used. The remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's insulin pump went into a threshold suspend mode. The customer stated that the needle hub is stuck in the serter. The patient's blood glucose was 138 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.